Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 35mm navitor vision valve was selected for implant using a flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully at a depth of 3-5mm on the non-coronary cusp (ncc). Post-procedure, the patient was developed with transient ischemic attack characterized by slow responses to questions. An unspecified intervention had occurred to resolve the event. The patient was reported to be discharged.